Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the mesher was not working properly and not cutting the skin, either blade is blunt or there is something wrong with this mesher itself. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6)2017 revealed that the unit transported in sterilization case, found all components loose in case it was confirmed that cutter and comb were damaged. The cutter found to have visible damage. Pretest could not be done due to damaged comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the damaged comb, shoulder bolts , cap nut, washers and cutter. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that the comb and cutter were damaged. While the reported event was confirmed, it is unknown how the mesher was not working properly. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with the replacement of the damaged comb, shoulder bolts, cap nut, washers and cutter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number ,(B)(4) was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher was "not working properly and not cutting the skin. Either blade is blunt or there is something wrong with this mesher itself." No adverse events have been reported as a result of the malfunction. Initial inspection of the device revealed that the comb was bent.

Manufacturer narrative:
(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher was "not working properly and not cutting the skin. Either blade is blunt or there is something wrong with this mesher itself." No adverse events have been reported as a result of the malfunction